Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Revision surgery to excise the excess skin and remove the abutment was performed under general anaesthesia on (B)(6) 2017.